Event description:
It was reported to boston scientific corporation that a segura hemisphere¿ stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a part of the basket broke and fell inside the patient's body. The physician retrieved the broken part of the basket and completed the procedure with another segura hemisphere¿ basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the basket was detached approximately 2 centimeters from the proximal end of the basket cannula and the pull wire appeared to have been cut. One of the basket wires was broken approximately 3 millimeters from the proximal end of the basket tip but remained attached. Two fragments of the sheath were returned along with the sheath that remained with the handle. The pullwire was deformed and bent near the distal end that appeared cut. A functional evaluation was performed. When the handle was actuated the wire moved freely within the sheath. The broken ends of the pull wire appeared to have been cut. One of the ends of the detached sheath was diagonally cut; this was likely caused when cutting the pullwire. During manufacturing, the devices are 100% inspected for integrity/specifications. Therefore, the most probable root cause for this complaint is operational/physiological context. A review of the device history record (DHR) found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a part of the basket broke and fell inside the patient's body. The physician retrieved the broken part of the basket and completed the procedure with another segura hemisphere basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.